Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. There was no adverse impact to the customer¿s blood glucose level. Despite troubleshooting the issue persisted, the customer reverted to a backup insulin pump for therapy, and a replacement pump was arranged to be sent to the customer.